Event description:
It was reported that as part of CAPA 54720, tubes were sterilized at maximum dose levels, testing indicates tubes did not meet specification for 2nd stopper pullout force with a bd vacutainer® thrombin plus blood collection tubes. The following information was provided by the initial reporter: per email: maximum 37.4 ¿ 38.4,t=3. As part of CAPA 54720, we sourced bd vacutainer® thrombin tube 4.8 ml (367817) tubes which were sterilized at maximum dose levels (~38.4 kgy) for 2nd stopper pullout force. The testing indicates maximum dosed bd vacutainer® thrombin tube 4.8 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for test interval. The maximum dose test samples for the 4.8 ml were from lot # 8029635. The testing indicates maximum dosed bd vacutainer® thrombin tube 4.8 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for below listed test interval. The maximum dose test samples for the 4.8 ml were from lot # 8029635.

Manufacturer narrative:
H.6. Investigation summary : bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that as part of CAPA (B)(4), tubes were sterilized at maximum dose levels, testing indicates tubes did not meet specification for 2nd stopper pullout force with a bd vacutainer® thrombin plus blood collection tubes. The following information was provided by the initial reporter: per email: maximum 37.4 ¿ 38.4,t=3 as part of CAPA (B)(4), we sourced bd vacutainer® thrombin tube 4.8 ml (367817) tubes which were sterilized at maximum dose levels (~38.4 kgy) for 2nd stopper pullout force. The testing indicates maximum dosed bd vacutainer® thrombin tube 4.8 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for test interval. The maximum dose test samples for the 4.8 ml were from lot #8029635. The testing indicates maximum dosed bd vacutainer® thrombin tube 4.8 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for below listed test interval. The maximum dose test samples for the 4.8 ml were from lot #8029635.